Event description:
Physician reports patient's joints have isolated a fungus called paecilomyces [fungal infection]. Injected with same lot in knee and ankle [off label use] [off label use of device]. Injected with same lot in knee and ankle [product administered at inappropriate site]. Case (B)(4) is a serious, complaint, spontaneous case received from a physician in the united states. This report concerns a patient (no patient identifiers reported) who experienced joints have isolated a fungus called paecilomyces, was injected with the same lot in knee and ankle [off label use of device], and drug administered at inappropriate site during treatment with euflexxa (sodium hyaluronate) solution for injection unknown dose, route, and frequency for unknown indication from an unknown start date to an unknown stop date. The physician reported that the patient's joints had isolated a fungus called paecilomyces. The fungus was isolated with more than one joint, the knee back in (B)(6)2020, but now confirmed with foot. These joints were injected with the same lot (r13626a) and the physician requested that the lot be tested for paecilomyces fungus. The physician reported the event of joints have isolated a fungus called paecilomyces was medically significant. Action taken with euflexxa was unknown. At the time of reporting the case outcome was not recovered. Concomitant medication and medical history were reported. All events in the case were reported as serious. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: link: same patient = (B)(4). Internal # - others =(B)(4). Internal # - affiliate =(B)(4). Internal # - complaint = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.